Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning oxygen blender. The service technician replaced the oxygen blender and the reported issue was resolved. The device passed all testing and met all manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering lower oxygen percentage than what was set. The customer confirmed that there was no patient involvement associated with the reported issue.